Event description:
It was reported that a patient had to increase her stimulation so she could feel it again. It was stated the implantable neurostimulator (ins) turned itself off. The patient had never used the stimulation off button on the patient programmer but when she went to make adjustments her stimulation was off. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v836134, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).